Manufacturer narrative:
The product has been returned for evaluation and testing. However, the negineering evaluation has not been completed as of the date.

Event description:
During percutaneous transluminal angioplasty, the balloon ruptured circumferentially during inflation. However, there were no adverse effects to the pt. No additional pt- and procedural-specific information is available.